Event description:
In 2007, it was reported that the surgeon had difficulty with locking the infix construct during an anterior interbody fusion, l5-s1. During the procedure, the surgeon was able to insert a 10 mm distractor, and then decided to implant 8mm struts. While inserting the struts, the distractor would not align with the endplates. The struts were removed and replaced twice. On the third attempt the struts locked without difficulty. It was stated that the endplates appeared to be seated improperly because of the patient's narrow disc space and scoliosis. One side of the disc space appeared to be tighter and the endplates rotated slightly. The difficulty and removal contributed to a 20-30 minute delay in surgery. There was no report of patient injury.

Manufacturer narrative:
Device is an instrument and is not implantable. Further investigation is pending.